Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 1ml ll contained foreign matter. Verbatim: complaint via email. On 21apr2026 x was informed of an event with eylea 8mg vial kit which was categorized with the defect foreign matter fm - syringe. On 21apr2026, x medical information was notified of an event: ¿there is brown staining on the syringe.¿ catalog: 309628. Lot: 3122727. A sample will not be forwarded to bd at this time. Impact to patient: n/a.